Manufacturer narrative:
The product was returned for analysis. Iol (intraocular lens) received adhered to tyvek in a plastic container. A significant amount of solution is dried on the iol. Both haptics are broken and not returned. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to verify the reported complaint. The root cause may be related to patient condition, as the surgeon states patient keratocunus gave visual acuity. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol was explanted. The clinical reason for explantation was keratoconus that gave visual acuity to patient. The iol was exchanged in a secondary procedure for non-company lens. Additional information has been requested and received stated that surgeon prognosis was glasses at distance and near and a potential rigid gas permeable lens for best visual acuity. No further information available.